Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device had a failed accuracy test. The event occurred, during testing on an unknown event date. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/29/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. No applicable evidence to review in event history. Visual/functional testing was performed. Device failed all accuracy tests with an average of +12.49% delivery, which is above manufacturing specifications. The reported problem was duplicated. The cause is the expulsor is out of spec. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.